Manufacturer narrative:
(B)(4) - shard penetration. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and a topical skin adhesive was used. When the doctor was squeezing the tube, a piece of glass penetrated through the vial. There were no adverse patient consequences. Additional information has been requested.